Event description:
It was reported that the patient experienced excessive drooling during sleep when the device is active. He stated he went to consultation and the physician prescribed a medication for the salivation but did not know the name. No other relevant information has been received to date.